Event description:
It was reported that the insulin pump had an absence of vibrate alarm. The blood glucose reading was 132 mg/dl. The reporter stated that the settings were correct, there was no low battery status, and a battery replacement did not resolve the issue. No vibrate occurred during the self test. Advised return of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No vibration was noted when the vibrator motor was activated due to a broken vibrator motor wire. A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection.